Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the atrial patient connector was broken. Analysis also found the upper and lower cases were broken.

Event description:
It was reported the connection was damaged, cable did not connect. The external pulse generator was returned for service. There was no patient involvement.